Event description:
It was reported that a cartridge did not fit onto the pump. Multiple attempts were made by tandem technical support to obtain additional information; however, no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.